Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, the instrument sent all the blood directly to the waste bag. The use of the instrument was unknown. Medtronic received additional information that a leak did not occur. The customer stated that the patient was receiving treatment for thoracic aortic aneurysm (taa). The customer could not provide the amount of patient blood loss. A transfusion was required as a result of this issue. The customer stated that whilst waiting for the transfusion the patient had a blood pressure ant hr drop.

Manufacturer narrative:
Device evaluation: the reported issue the instrument sent all the blood directly to the waste bag was verified during service. The level sensor optics was out of calibration. The issue was resolved by replacing the pcba autolog system controller. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Additional information b5. Medtronic received additional information that the blood that was transfused was allogenic and there was 750 ml of blood that was transfused. Medtronic received additional information that the user stopped using this instrument when issue occurred and completed the procedure thanks to transfusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: the customer stated that whilst waiting for the transfusion the patient's blood pressure and heart rate were lower than normal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.